Event description:
The pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. On the date of event, the pt was treated for infection. The surgeon washed out the joint and exchanged the onlay insert component.

Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been initiated at mako surgical. A tibial insert, or poly, exchange is a common and routine practice following infection of knee joint with arthroplasty components as a preventative measure to ensure that no infectious organisms are present on the poly after the joint is washed out. The poly component is more susceptible to harbor infectious organisms due to its material properties. The poly also acts as the main contact surface in the joint. There is no evidence to suggest that the poly insert caused or contributed to the pt's infection.